Event description:
Consumer called to report their meter had been running high (in the 500's) and they dosed themselves accordingly. While pt continued to lower their blood sugar, they had to seek medical attention (emt) after experiencing low sugar symptoms. Believes their meter was reporting too high readings.